Event description:
Following a percuteneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. Approx 5-10 mins following deployment an ooze was noted, therefore a femostop device was placed in conjunction with the discontinuation of a reopro drip. Later that evening the pt was taken to the or for exploration of a large hematoma and a hypotensive episode (80/50). During surgery, primary repair of the right femoral artery, right groin exploration, and evacuation of the hematoma were performed. The pt is recorded to have had an estimated blood loss of 800 cc; three units of packed red blood cells and 12 units of platelets were administered as a result. The surgeon identified one source of bleeding to be an incomplete seal of the device at the arterial access site. As of 05/22/1998 there has been no further report of complication or pt sequelae made to the MFR.